Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover) was inspected and a cut was identified. Tip cover was not chipped. A back up instrument of was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: per checking with the product specialist, no images or video recordings were available for this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover has been returned and evaluated by the failure analysis team. The mcs tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.120¿ to 0.015¿ in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.